Manufacturer narrative:
H4: the lot was manufactured from may 03, 2019 - may 04, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The samples were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Medwatch report number mw5093941. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked around the administration port. The leaks were discovered during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.